Event description:
During a device follow-up performed on (B)(6) 2012, the physician reported it was impossible to review recorded episodes since he hadn't manage to read completely pt follow-up data (i.e. Aida). Moreover, aida programming button was not accessible from aida screen. Reportedly, this was observed during the previous follow-up in (B)(6) 2011. A recommendation to restore access to memory data is requested.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.